Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported seeing a frayed cable on the maryland bipolar forceps instrument. The instrument was not used on the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of frayed cable is confirmed with the following clarification: cable is broken. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. Additional observation not reported by site is tube damage. Distal end of main tube has various scratch marks with light material removal. Scratches are .070 - .095 in length and not aligned with the tube axis. Evidence not conclusive, but damage may have been caused by mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.